Event description:
It was reported that following a monarc sling implantation the patient presented with a rash which "started after the implant." The sling remains implanted. There were no further complications reported as a result of this event.